Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder had a hole at corner of a fold in the proximal end of the cylinder. This cylinder also had wear at folds in the proximal end, middle, and distal end of the cylinder. The cylinder kink resistant tubing (krt) had a hole from wear. Leak testing revealed that the cylinder had a leak at corner of a fold in the proximal end of the cylinder. Ther cylinder krt leaked due to wear. The pump was microscopically examined, and the pump tubing was cut down to the pump block and not returned for analysis. Functionally testing found the device did not pass the activation testing. Based on the information available and analysis results, the leak at the corner of a fold and the leak from krt could have caused or contributed to the reported allegations of mechanical issue and hole/perforation; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack in the connecting tube was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications.